Event description:
It was reported that a patient underwent an eye surgical procedure on an unknown date and suture was used. The patient experienced pain on eye movement and the conjunctiva remained red and elevated. At ten days post-operative, the patient developed granulomas at the sites of the suture knots. The patient was given steroid eye drops. By six weeks post-operative, the patient was comfortable and the event was resolved.

Manufacturer narrative:
(B) (4). (B) (4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.